Event description:
The MFR's svc tech reported an upgrade per a recall notice was being performed at an international distributor site, and it was noted that upon removal of the snubber pcb to perform the field action, there was damage due to overheating. The svc tech replaced the snubber pcb to correct the finding, and as directed in the recall notice. Damage due to overheating of the snubber pcb and the power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na

Manufacturer narrative:
The problem reported in the initial MDR report was believed to be the issue submitted via recall z-2002-04-2008, since the ventilator was in the affected population for the recall. However, the snubber board was received for factory failure analysis and the analysis results revealed it was not the same issue as initially reported. The manufacturer's service technician reported that upon removal of the snubber board to perform a field action, there was damage noted to the snubber board due to overheating. The reported problem was confirmed during failure investigation, however factory failure analysis of the snubber board revealed the heat related damage was a result of a shorted diode.

Event description:
Supplemental report.